Manufacturer narrative:
E1:(B)(6). Health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It is reported that the camera head displayed e238. This event occurred during pre-use inspection. The procedure was completed using a similar device. There are no reports of patient harm.

Event description:
It is reported, that the camera head displayed e238. This event occurred, during pre-use inspection. The procedure was completed using a similar device. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4: serial number, d4: UDI # should be na. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned for evaluation. And the customer's allegation was not reproduced. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.